Manufacturer narrative:
Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot the device for errors. Tac informed the customer that the errors were likely due to the link cable going from link out in the clv-190 to link in in the 3dv-190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer¿s olympus sales representative reported to olympus, the evis exera iii xenon light source was causing a e200(turret error) and a e220(link error) when connected to another processor and a tower. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, error code e200 was found due to a faulty turret assembly. Additionally, error code #220, an abnormal sound, and the lamp being used over 500 hours were noted; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty turret assembly. Olympus will continue to monitor field performance for this device.